Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula tip was deformed. This was discovered during use. The following information was provided by the initial reporter: when the nurse was entering the vein, the cannula tip was deformed (peel back).

Manufacturer narrative:
H.6. Investigation: 3 representative samples were returned for investigation. The 3 representative samples were subjected to visual inspection, tip od measurement and bevel angle measurement. The 3 representative samples passed the acceptance criteria. No abnormality was observed. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd neoflon¿ IV cannula tip was deformed. This was discovered during use. The following information was provided by the initial reporter: when the nurse was entering the vein, the cannula tip was deformed (peel back).